Manufacturer narrative:
(B)(4). Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure the femoral impactor broke into a few pieces while impacting the femoral component onto the patient. All pieces were retrieved and discarded and there was no impact to the patient. Surgery was completed with a second device without incident. Attempts have been made and no further information is available.